Manufacturer narrative:
The pad device was installed on (B)(6) 2010 and operated successfully until a failed self-test on (B)(6) 2010. There are multiple self-test fails recorded after this date. This fault would have depleted the battery and filled the memory. The problem with the pad device was caused by a fault with the membrane. Previous experience has shown this type of fault can be caused by inadequate storage of the pad device where it can be exposed to adverse environmental conditions. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involved in this event. This device malfunction because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.